Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 550 mg/dl. The customer corrected with the bolus wizard. The customer stated that the pump alarmed no delivery. The customer stated that the alarm did not occur during manual prime. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer declined to troubleshoot for high readings.